Event description:
The reporter states that the customer obtained the following blood glucose comparisons on the accu-chek advantage system: 182mg/dl and 80mg/dl; 182mg/dl and 60mg/dl; 182mg/dl and 57mg/dl. All aforementioned tests were obtained within 10 minutes. The reporter experienced hypoglycemia and treated himself with pretzels and crackers. He felt better 10 minutes later. No adverse event reported. New system sent and return requested.